Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in an unknown endovascular procedure. It was reported that four years and two months later, a CT that was performed revealed that the patient was thought to have a type ia endoleak. Intervention was performed the next day and an angiogram was performed which revealed the patient had a type iii endoleak and not a type ia. The leak looked like it was in the main body about half way proximal to the bifurcation. This endoleak was confirmed to be a type type iiib endoleak. A aortic cuff was implanted as treatment. It is said the leak improved. A CT was performed the next day and it was confirmed the endoleak was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.